Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot# va0fd0g, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018; product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 17-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient had high impedance. Their extensions were replaced on (B)(6) 2018 and this is when the high impedances were noticed; the impedances remained high on contact 0 after the extensions were replaced. The surgeon stated the initial lead placement was poor resulting in poor therapeutic effect, but high impedances on the distal contact made programming difficult. Contacts c<(>&<)>8 were at 3491 ohms and 8<(>&<)>11 were at 4007 ohms. The leads were replaced on (B)(6) 2018 and this resolved the issue as no contacts were out of range afterwards. No further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3387s-40, lot# va0fd0g, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative stating the patient had tightness in the neck which was why the extensions were replaced. The explanted extensions would not be returned because the hcp cut them up on removal and sent them for culture as standard procedure.